Event description:
It was reported that during a coronary artery drug eluting treatment procedure, the stent dislodged inside the patient. The heavily calcified target lesion was in the left anterior descending (lad) artery. A 3.0x24mm taxus liberte drug eluting stent (des) had been selected and advanced to treat the target lesion. After "several" attempts to deploy the stent, the stent dislodged and migrated to the distal iliac artery. The procedure was completed with a different device. There were no additional patient complications reported with the patient's current condition listed as satisfactory and good.

Manufacturer narrative:
Device analysis: the device was returned without the crimped stent. Several severe kinks were found along the hypotube. This type of damage to the hypotube is consistent with excessive force having been applied to the device. A review of the manufacturing record for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The most probable root cause is unknown. Bsc ID #a00036469 tw#222175